Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon tried to fire the first firing per the IFU. After he pulled the trigger, the knife blade stopped working. He indicated that he tried engaging the reverse slide which did not work. He opened the bailout door trying to use the hydraulic bailout arm to "fire" the staplers. There were no patient consequences. Case completed with a long60a device.